Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. Their trial start date was (B)(6) 2024. It was reported that the patient was experiencing bleeding/hemorrhage. It was unknown if the issue was resolved. On (B)(6) 2024, the patient reported the bandages came loose, the leads were cut, and the device was not working. On (B)(6) 2024, the patient stated that one of their leads fell off and then they thought it was a string that was hanging and bothering their butt crack so they cut the wires. Patient stated they had unplugged from the ens and only has what wires were there. Patient stated they're going in to have the leads removed.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.